Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the monopolar curved scissors instrument was unable to fully close due to blade damage. One blade edge exhibited an indentation between the midpoint and tip that acts as the mechanical stop for the other blade during closure. Failure analysis concluded that damage was likely due to mishandling. Additional observations not reported by site were main tube damage, dislodged flush tube and banana plug damage. The main tube exhibited a small crack located in the axial direction, directly below the tube reinforcement ring. The flush tube was missing from the instrument and the banana plug was also found to be bent upwards. Failure analysis concluded that damage were likely due to mishandling and/or improper cleaning. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci si surgical procedure, the customer noted dull blades on the monolopar curved scissors instrument. No patient harm, adverse outcome or injury was reported.